Event description:
A (B)(4) distributor returned an electrode belt with a report that there were constant gong alerts. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the trunk cable connector was cracked and the brown -5v power supply and the black main battery supply were broken, the cause of the constant gong alarms are the damaged wires. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.